Manufacturer narrative:
There are previous complaints (B)(4) and (B)(4) on the device. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #(B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the air in line senor was faulty. The root cause is component failure for the air-in-line sensor. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On (B)(6) 2024, intuvie received a report from the customer reporting that the zyno pump while it was running the no clap test with the IV set it stated "system error" and the lcd screen had worn out pixels which needed to be replaced. No patient injury/harm reported.

Manufacturer narrative:
Upon reassessment, the reported system error failure mode has been determined to be non-reportable. It was determined that events involving a system error alarm during infusion are not reportable. The occurrence of system error represents a severity of 2 - minor injury to the patient or user not requiring professional medical intervention. Our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. Therefore, this event is not reportable. Reference to complaint #: (B)(4).